Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via user voluntary medwatch (B)(4) that removal issues occurred. Vascular access was obtained via a transradial approach. A 6f runway fl4 guide catheter was advanced. The device was kinked near the proximal subclavian artery. The physician continued to maneuver/manipulate the device and the device became further wound around and twisted. The physician was unable to unwind the device and was unable to retract the device through the sheath. The sheath was upsized; however, the device was unable to be removed. The physician had requested assistance from a vascular radiologist; however, their efforts continued to be unsuccessful. The patient was sent to surgery and was discharged 9 days later.

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was further reported that the index procedure was indicated for the evaluation of angina. The 60% stenosed target lesion was located in the mid left anterior descending (lad) artery. The left coronary artery was initially engaged with an lbu 3 guide catheter. Due to the short left main (lm) artery, the guide catheter was preferentially engaging in the left circumflex (lcx) artery. The physician was unable to pass a coronary guidewire into the lad. The guide was exchanged to a lbu 3.5, a fl 3.5 and then the fl4. The physician attempted to remove the previously reported kink with a non-bsc guidewire and an unspecified amplatz wire, but was unsuccessful. The guide was unable to be pushed further into the aorta. The sheath was exchanged from a 6f 11cm sheath to a 6f 23cm sheath, not a 7f sheath as previously reported. The patient was discharged in stable condition with good prognosis and right radial pulse noted.